Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The peritonitis was manifested by abdominal pain, nausea, and vomiting. On that same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with unspecified intraperitoneal antibiotics (doses, frequencies, and durations not reported) for peritonitis. The following day the patient passed away. The cause of death was reported as peritonitis and other unrelated medical conditions; however, it was not reported if an autopsy was performed. Therapy remained ongoing prior to death; though it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.